Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional called to report a left capsular contracture baker grade IV and exchange of textured devices due to product concern. Device remains implanted.

Manufacturer narrative:
Clarification to d6a implant date: partial implant date was provided as "2015". Reason for reoperation: capsular contracture baker grade IV; "hole" found during surgery. Device evaluation: based on the product analysis performed, the assessments of the complaints are: anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. Capsular contracture: unable to observe as it is not related to the manufacturing process. Rupture: no observed. As per the investigation procedure deformation, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5, d9, h3, h6, h11.

Event description:
Healthcare professional called to report a left capsular contracture baker grade IV and exchange of textured devices due to product concern. Healthcare professional later reported left side "hole, non-specific" found during surgery. Device has been explanted and replaced.

Event description:
Device was explanted.